Event description:
(B)(6) 2007, this was my initial visit with this dentist, as I was dissatisfied with previous dentists. I was not having any pain or problems at the time. I came there with four missing lower teeth, wanting to find out what could be done about it and I needed a teeth cleaning. The dentist looked at a biopsy report of the removed teeth, panoramic view x-ray, and my materials reactivity test (page 11 of 35) I brought with me. I had a photo taken of me. I had a complete set of x-rays taken (page 13 of 35) and an oral exam. I was told I had root canal teeth removed and it was good. Three out of the four lower teeth that were removed had crowns made of porcelain-fused to metal. There also was this same type of crown put on tooth #14 which had been on there since around 1994-1995. I was told that I needed to replace the crown because it had metal in it (looked like a natural tooth). The dentist did not want any metal in my mouth. I was told an all nonmetal one would be put in. That was because I left the dentist; look at a hair analysis (page 12 of 35) that was done earlier in the year showing high levels of toxic metal in my system. Dentist #(B)(6). I asked about the crown and I was told it had metal in it. I asked about the periodic pain. I was told it could be my bite is off, as most dentists do not think about checking the bite. My bite was adjusted here. To this day, I have been left with periodic pain in the area of tooth #14 and #15. I provided a billing statement to show what was done.